Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: 1.3.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported registration was completed successfully. However, later in the case, the surgeon noted they were inaccurate, but the navigation system was still used to complete the procedure. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.